Manufacturer narrative:
This is a final report. The meter was returned and an investigation utilizing the returned meter and retained test strips (lot no: 1476606) has determined the complaint is not confirmed. All results where within range specification and no errors were observed during control solution testing. Additionally, a review of the meter's internal memory log failed to locate the reported "lo" reading. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported that on (B)(6) 2015 customer was laying on the couch and feeling "tired, aggravated, thirsty and had a headache." It was further reported customer performed a test using his father's competitor meter and received a reading of 200 mg/dl at 1:00 pm. Customer then self-treated with an unspecified amount of insulin and retested using his adc blood glucose meter and received a reading of 70 mg/dl at 2:20 pm. Caller also noted the customer received a "lo" reading (a reading less than 20 mg/dl) on his adc meter, but it wasn't clarified when this reading was obtained. Customer was then brought to (B)(6) hospital where a reading of 600 mg/dl was received (unknown time) on an unspecified hospital device and customer was treated with an insulin drip. No further information was provided as the call was disconnected prior to completion of troubleshooting. A call-back was attempted but the call was unanswered. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1506413 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.